Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed november 9th, 2015. Device not received by manufacturer

Manufacturer narrative:
This report filed february 11th, 2016.